Event description:
It was reported that (1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip applier jammed and would not load next to clip. Opened another device to complete the case. There was no consequence to pt.